Event description:
A pt reported experiencing inaccurate low results with a otbe meter. The pt's blood glucose results were 167mg/dl (meter), 254mg/dl (lab). Tests were done within < 10 minutes with a difference of 26%. Pt did not experience any adverse events. No further info has been reported. *note - there was another lab results documented which is 257mg/dl. The comparisons of 257mg/dl (lab) to 167mg/dl (meter). The pt's blood glucose results were 167mg/dl (meter), 257mg/dl (lab). Tests were done within < 10 minutes apart with a difference of 27%.